Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload. However, a cartridge pan was found inside the jaws. The pan was removed and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The reload was loaded on the device without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a nephrectomy procedure, the first firing of the device went fine. The device was then removed and they attempted to load a second white cartridge, however it would not load. The cartridge would not seat into the jaws. The device was removed and they found that there was bent metal sticking out from the back of the jaws. Another device was then pulled and used to complete the procedure. There was no impact to the patient.